Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported failure and replaced the ec as a fix. The system was tested and verified as ready for use. Isi has requested to have the ec returned for evaluation; however, the ec has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site's system logs for the reported procedure date was conducted by a tse. Investigation revealed the following possible related system errors: error 319 occurred multiple times pointed to the ec. No image or video clip for the reported event was available for review. This complaint is being reported due to the following conclusion: the da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy procedure was converted to open surgery after unspecified procedural reasons. In this case, the surgical staff elected to initially convert the procedure to traditional laparoscopic surgery after encountering an issue with the ec that could not be resolved with troubleshooting. The cause of the ec issues is unknown. In addition, the reason as to why the case was converted to open surgery is unknown.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy procedure, an error 319 occurred, pointing to an endoscopic controller (ec) failure. The customer noted the error occurred when they changed the endoscope from 30 degrees to 0 degree. The customer performed two power cycles, but the same error reoccurred every time. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse advised the customer to perform a hard power cycle of the vision side cart (vsc) and reseat the cable between the ec and vision probe (vp). The error persisted even after troubleshooting steps were performed. The procedure was converted to laparoscopic surgery due to system unavailability with no reported injury. Additionally, the procedure was partially completed by open surgery for unspecified procedural reasons. Isi followed up with the urology surgeon and medical engineer from the site and obtained the following additional information: there were no issues noted during the setup of the system. The system was inspected prior to use and no abnormality was found. The customer had no issues with placing the ports. The error occurred when the seminal vesicle detachment was completed. The partial open surgery was not part of the planned procedure. The converted procedure was completed successfully. There was no injury to the patient; however, the procedure time was prolonged more than 30 minutes and additional anesthesia was administered with unknown dosage. There was no report of patient post-operative complications. The surgeon believed this was an unavoidable problem due to the trouble on the system side. No video recording of the procedure was available to isi for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscopic controller (ec) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported failure. The ec was installed and tested on the pca test. Upon power on, the ec failed with error 319. The endoscope controller power distribution (ecpd) was not present on the gemini laptop application indicating the ecpd has failed.

Event description:
Refer to h10/h11 for follow-up information.